Event description:
Unomedical reference number (B)(4). Event occurred in italy on (B)(6) 2024, it was reported that the patient faced infusion set cannula bent event. The blood glucose level was above 300 mg/dl at the time of event and the patient was treated by changing the infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country:(B)(6).